Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a neurosurgery patient was admitted to our hospital for treatment of multiple injuries. Following the physician¿s orders, a nurse administered intravenous therapy using a closed-system intravenous cannula. During the puncture, the nurse noticed that the puncture cannula had ruptured and immediately stopped the procedure. Since the initial puncture had failed, a second puncture was required. The nurse patiently explained the situation to the patient and reassured them. After gaining the patient¿s understanding, the nurse replaced the closed-system intravenous cannula and successfully completed the second puncture and infusion, and reported the incident to the device department.